Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 115 mg/dl at the time of the report. Troubleshooting was performed and found that the basal rates were programmed incorrectly. The customer's nurse stated that the basal rates should have been programmed to 2.7 units per hour, but the basal rates were programmed at 2.4 units per hour. The prime test passed. It was found that the insulin pump had alarmed no delivery several times. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.